Event description:
The customer reported that during a surgery (cruciate ligaments), the screw fractured. The surgeon managed to extract the screw and placed another screw of the same size. The surgery was successfully completed and no adverse consequences for the patient were reported.

Manufacturer narrative:
Suspected root cause: based on the information provided, it is difficult to assign a root cause. Possible root causes are: use of damaged/bent driver. Failure to tap if bone patellar tendon bone graft used. Graft/screw/tunnel not appropriately sized. Insertion over a bent guidewire.